Event description:
On (B)(6) 2013, endovascular repair of an infrarenal aaa was undertaken using a gore excluder endograft with c3 delivery system in conjunction with aptus heli-fx endoanchors. Angiography following initial deployment of the excluder endograft demonstrated a type ia endoleak. Endoanchors were placed prior to full release of the proximal control mechanism of the excluder endograft. Upon completion of successful endoanchor deployment (5 anchors), the endoleak was resolved; however, the physician was unable to retract the proximal control wire to release the endograft from the c3 delivery system. This required the physician to cut the delivery system from the control wire at the location of arterial access, leaving the control wire in the external iliac artery distal to the excluder endograft (proximally the wire was captured between the endograft and artery wall, as the wire runs external to the graft). An additional intervention was undertaken to exclude the distal portion the of control wire from the circulation by placing a viabahn stent in the external iliac artery, capturing the control wire between the stent and artery wall. The case was concluded with a good angiographic result with no endoleak and the patient was discharged in good condition without an extended hospital course. It was hypothesized by the implanting physician that an endoanchor may have trapped the proximal control wire between the endograft and the aortic neck. Heli-fx instructions for use state that, "any release control mechanism of the endograft's proximal stent must be released prior to heli-fx guide placement to ensure proper apposition of the endograft to the aortic neck and to avoid interference between the heli-fx guide and endograft delivery system." In this case the proximal release mechanism was not released and removed prior to endoanchoring. The reason for this is not known. While hypothesized, it is unknown if this event is indeed related to trapping of the control wire with an anchor, to patient-specific conditions (i.e., anatomy or the condition of the proximal neck), or to a malfunction within the excluder c3 delivery system. There is no evidence to suggest a device defect or malfunction with the heli-fx delivery system components or endoanchor implant.